Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the haptic of the implanted lens was noted to be deformed. The patient also experienced a refractive error. The surgeon exchanged the iol four days following the initial implantation. The surgeon noted the iol explant was due to the patient's eyesight.

Manufacturer narrative:
Product evaluation: the product was returned. Solution was on the lens. Haptic and optic damage was observed. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if the qualified products were used. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturers release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The product investigation could not identify a root cause for the reported "refractive" complaint. Power and resolution testing could not be conducted due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).